Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device staple fired, but did not staple. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.